Event description:
Procedure: lap gastric bypass. Reportedly, the surgeon used the stapler to make his transection to create the new pouch. The handle was compressed 4 times to complete the 60mm firing sequence. However, after he had completed the firing sequence, the stapler would not open. The black knobs would not retract and the jaws remained closed. They then introduced a babcock to try and pull the "I beam" mechanism back, but that was unsuccessful. They also tried to open the jaws by putting an instrument between the jaws at the proximal end and that was unsuccessful as well. The surgeon had to put in another stapler to cut around the locked down staple cartridge.